Event description:
The patient reported a sudden loss of lock with the device. Testing confirmed that the device was not functioning. The pt's device was explanted. The pt was successfully reimplanted with another advanced bionics device.